Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access2 instrument. A pt sample was tested for accu tni and a result of 1.47 mg/dl was obtained. The result was reported out of the lab. The elevated result did not correlate with the pt's clinical picture and the original sample was re-tested 4 times for accu tni; the repeated results were 0.01 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within customer's specification prior to and after the event. A field service engineer (fse) was dispatched to the customer's lab. The fse performed system verification testing which met specifications. No additional information regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purposes of this report.